Event description:
Contains contaminant in product.

Manufacturer narrative:
This MDR is submitted following a retrospective complaint review conducted under CAPA: pr 5560509. The event met MDR reportability criteria but was not reported within the required timeframe due to an initial misassessment of reportability. This report is being submitted upon identification of the reporting gap and confirmation of reportability. Summarizing all facts, no root cause related to manufacturing was identified in course of the investigation. As no root cause related to manufacturing was identified, no corrective and / or preventive actions were applicable. There was no patient involvement, injury or medical intervention reported for this complaint. The complaint is not confirmed.